Event description:
It was reported that at a follow-up appointment following a routine device replacement procedure, the physician noted increased pacing impedance measurements from the left ventricular (lv) lead (1600 ohms). Furthermore, the auto threshold testing feature was suspended. The physician performed in-clinic threshold testing, which confirmed loss of capture at the programmed max output. Diagnostic imaging was subsequently performed, which confirmed that the lv lead terminal pin had dislodged from the device header. A revision procedure to reconnect the lv lead and header has been scheduled, but not yet performed. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that at a follow-up appointment following a routine device replacement procedure, the physician noted increased pacing impedance measurements from the left ventricular (lv) lead (1600 ohms). Furthermore, the auto threshold testing feature was suspended. The physician performed in-clinic threshold testing, which confirmed loss of capture at the programmed max output. Diagnostic imaging was subsequently performed, which confirmed that the lv lead terminal pin had dislodged from the device header. A surgical revision procedure was performed and the lv lead was re-inserted into the device header to resolve the event. At this time, the system remains implanted and no additional adverse patient effects were reported.